Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges leaked insulin from the luer lock. There was no impact to customer's blood glucose level. Reportedly, the customer was able to load a new cartridge onto the pump and resume insulin delivery.